Manufacturer narrative:
An investigation was not possible because the product was not available/ ist is still implanted. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to non- adjustability is only possible by an examination. Further actions: from our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shunt system (#fx434-t) was implanted in 2019. According to the complainant, the shunt system showed adjustment difficulties. The valve ist still implanted. No patient complications were reported as a result of the revision procedure.